Manufacturer narrative:
(B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon shaft burst occurred. An 8mm x 3.50mm nc quantum apex¿ balloon catheter was selected to dilate the lesion. However, the balloon shaft burst when the balloon was inflated.